Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and exertional dyspnea. The right ventricular (rv) lead exhibited an increase in threshold. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.